Event description:
Information received indicates when the brake is set, the stretcher will move slightly.

Manufacturer narrative:
The technician adjusted the casters to increase brake tension. He indicated that wax on tile floor may be part of the issue.